Event description:
It was reported to boston scientific corporation that an ultratome xl was used in an endoscopic retrograde cholangiopancreatography (ecrp) procedure. According to the complainant, difficulty was experienced when passing the jagwire guidewire through the tome. Reportedly, the cutting wire of the ultratome broke and the procedure was completed using a different device. No portion of the wire detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reportedly stable.

Manufacturer narrative:
(B)(4) for the reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in an endoscopic retrograde cholangiopancreatography (ecrp) procedure. According to the complainant, difficulty was experienced when passing the jagwire guidewire through the tome. Reportedly, the cutting wire of the ultratome broke and the procedure was completed using a different device. No portion of the wire detached inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reportedly stable.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the exposed cut wire was bent and broken. The broken end of the cut wire appeared burnt/blackened indicating electrical activation of the device. It appears that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The working length was twisted, kinked, and melted at the proximal pierce hole. A functional evaluation was performed by inserting a .035 inch jagwire through the device with some resistance noted due to working length twists and kinks. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.